Manufacturer narrative:
As of the date of this report, the instrument has not been received for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. No image or procedure video was provided for review. A review of the instrument log for the mega suturecut needle driver instrument ( (B)(4)/ batch: k10220328 0507) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 5 uses remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the user reported that while sewing for a hernia, the entire side of the jaw of the mega suturecut needle driver instrument fell off into the patient. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.